Event description:
There is corruption of the signals between the oxiwear bluetooth device for pulse oximetry and my behind-the-ear resound bluetooth hearing aids. When the oxiwear sensor is in place on my ear with the oxiwear app (on my phone) turned off, I get fairly frequent haptics with a sound in the ear wearing the oxiwear device; these are not related to my activity. When the sensor is in place on my ear with the app turned on I get even more haptics with sound even though my pulse oximetry is above the setpoint I have selected; these most often seem related to the oxiwear app having lost touch with the oxiwear device. I talked with (B)(4), oxiwear sales and marketing manager, today about this issue. Her deduction is that there is physical contact between the hearing aid's amplifier and the oxiwear device's receiver. She said she will ask their engineering department to consider the issue. Although this happened with the "fitness" device, I was told it is exactly the same as the device which FDA has recently approved to be used in medically-related monitoring. Many of us who would so use it have respiratory issues like ilds(interstitial lung disease) and copd(chronic obstructive pulmonary disease). Many are also old enough to have lost hearing and need hearing devices. Any marketing of or sales of this device should carry a warning that this device may not perform correctly when used with hearing aids, especially behind-the-ear hearing aids.